Event description:
This report addresses the issue of use error-reuse of supplies. The customer contacted baxter's technical service center to report an issue of check lines and bags alarm while on home choice (hc) device during use during fill. The home patient (hp) was in last fill, fill volume(fv)= 0 ml. The hp stated that there was no solution left. The hp connected a new bag to the heater line. The baxter technical representative (tsr) reviewed the program continuous cycling peritoneal dialysis (ccpd); total volume (tv)=9000, fill volume (fv)=2500ml; last fill volume(lfv)= 1500 ml. The tsr assisted the hp to end therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of a use error - reuse of single-use product was confirmed because it was reported during trouble shooting of an alarm situation check lines and bags, the patient switched the heater bag only and continued therapy with used single use supplies, which is a use error/poor aseptic technique. The cause is undetermined. A labeling review found the patient at home guide to be adequate for the use/user error related to this incident.